Event description:
The customer reported via phone call that they had several no delivery alarms. The customer stated they removed their infusion set 5 minutes ago and did not have any new infusion sets to troubleshoot with. Customer also reported experiencing a high blood glucose of 491 mg/dl. The customer was able to correct their blood glucose with a manual injection. Customer will not be returning their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.